Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces.

Event description:
Customer reported that the insulin pump did not deliver the correct amount of insulin. She stated that it would not let her go past delivering 2 units of insulin. The blood glucose reading was 417 mg/dl. Customer treated with manual injections. Customer did recall that she had dropped the insulin pump. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection. The insulin pump had intermittent button response due to moisture damage on the keypad traces.